Manufacturer narrative:
The customer reports that the connection on the bedside monitor is going bad causing the screen to fade to white. If the left side of the monitor is tapped or squeezed the connection gets interrupted. The biomed resolved the issue by applying stabilant to the connections and by cinching the two screws down extra tight. The biomedical engineer requested the part number to order a few lcds but the order was never placed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reports that the connection on the bedside monitor is going bad causing the screen to fade to white. If the left side of the monitor is tapped or squeezed the connection gets interrupted.